Event description:
The customer reported that a pad-site burn occurred during a laparoscopic bilateral salpingo oophorectomy and hysteroscopy procedure. The customer is not sure if the incident involved the covidien force triad or the non-covidien generator, as both were in use at this time. A non-covidien non-split return electrode was plugged into the ufp receptacle and activated. The return electrode was placed on the pt's ted stocking, creating only a small surface area that was in contact with the pt's skin. This resulted in a full thickness pad-site burn to the pt's skin. This resulted in a full thickness pad-site burn to the pt's skin. Further surgery may be required after a plastic surgery review.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.